Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous mid left anterior descending artery that is 99% stenosed. The 2.75x15mm nc trek neo balloon dilatation catheter (bdc) met resistance with anatomy during advancement; however, once at the lesion the bdc was inflated to 12 atmosphere and ruptured. A new nc trek neo was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.